Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the end of gii ps high flex impctr hd 1-2 broke off on impaction. All pieces were retrieved. Device inside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Event description:
It was reported that, during surgery, the end of gii ps high flex impctr hd 1-2 broke off on impaction. All pieces were retrieved by hand. Device inside the patient. The procedure was completed without delay using an s+n backup device. The patient was not harmed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured into multiple pieces, rendering the device inoperative. The device shows signs of extensive use. The fractured components were returned. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per the report, no further information is available. The provided photo supports the case. Based on the information provided, the surgeon removed all broken pieces by hand from inside of the patient, reportedly, the procedure was completed without delay using a s&n back-up device. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.